Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed in the lab. Baxter received one used set with cap on dark blue connector and no cap on patient connector. During visual inspection, it was found that of the occluder feet was broken and crack/broken light blue main body. The cause was undetermined. Since the lot number is unknown, no batch review was not performed.

Event description:
The customer reported to baxter representative regarding an issue of damaged minicap transfer set. The customer stated that they found some cracks on the light blue main body of the minicap transfer set. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.